Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "gap between acoustic lens and ultrasound probe" malfunctions could not be identified. The event can be prevented by following the instructions for use which state: important information ¿ please read before use warnings and cautions [warning] ¿ do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. ¿ do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. ¿ do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found the following: due to corrosion on switch box, switch2 does not work; due to corrosion, switch1 does not work; due to wear of forceps elevator lever, upwards/downwards knob cannot be locked securely; due to shortcut of switch cable, control unit gets warm; universal cord holder has corrosion due to water leakage; switch flexible printed circuit has corrosion due to water leakage; right/left sprocket has corrosion due to water leakage; upwards/downwards sprocket has corrosion due to water leakage; shaft guide has corrosion due to water leakage; due to deformation of scope connector, water tightness is lost; cover joint has discoloration due to water leakage; electronic export identification flexible printed circuit has corrosion due to water leakage; electric connector has corrosion due to water leakage; plate has corrosion due to water leakage; circuit cover has corrosion due to water leakage; due to damage on ultrasonic probe, displayed ultrasound image is defective with missing elements; there is a gap between acoustic lens and ultrasound probe; adhesive around objective lens has wear; objective lens has a scratch; adhesive on bending section cover or distal sheath rubber has wear; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; due to deformation of bending tube, bending angle in right direction exceeds the standard value; ultrasound connector of contact pins is corrosion; moisture in the control unit; moisture in the connector; and image disturbance. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited a gap of adhesive on the distal end / stain entered inside the lens through the gap and there is a gap between acoustic lens and ultrasound probe. There were no reports of patient involvement.